Manufacturer narrative:
Correction: g2 (other, china). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The results of evaluation determined that the nozzle was clogging. It was reported that the foreign matter could be partially taken out, and was a light yellow crystal, similar to the crystal of glutaraldehyde. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was presumed to be that the user used a washer-disinfector which was not recommended by olympus. It meant that user¿s reprocessing was not appropriate. Because of it, detergent solution remained in the nozzle, and the nozzle was clogged with it. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): ·inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: only olympus-recommended or olympus-endorsed aers/wds (automatic endoscope reprocessor/ washer-disinfectors) have been validated by olympus. When using an aer/wd that is not recommended by olympus, the manufacturer of the aer/wd is responsible for validating compatibility of the aer/wd with each olympus endoscope and accessory. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during cds (clean disinfection sanitize) reprocessing, the device nozzle was found clogged. The foreign matter could be partially taken out. The foreign matter is light yellow crystal similar to crystal of glutaraldehyde. There is no patient involvement on this reported event. No user injury reported.